Event description:
It was reported that the patient was brought to the emergency room by the paramedics because the patient felt that the neurostimulation device was interfering with her heart monitoring equipment. There was no one to bring the patient programmer to the hospital, so that the device could be turned off. A company field support person was paged to assist. Additional information was requested.

Manufacturer narrative:
(B)(4).